Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage due to the transmitter having no voltage, the reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a permanent out of range signal occurred. No additional patient or event information is available.